Event description:
The customer reported that on (B)(6) 2011 the unicel dxc 800 synchron system emitted a loud noise. The customer stopped the machine and detected a burning smell that appeared to be coming from the hydro area of the instrument. There was no visible smoke observed from the device. After the incident, the instrument's power was still acceptable, however the vacuum and pressure readings were all zero. No laboratory personnel were injured or sought medical intervention in association with this event. There was not death, serious injury or modification to patient treatment attributed to this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this incident. The field service engineer (fse) found that the metal flapper associated with the vacuum pump was damaged. The fse rebuilt the pump and verified the instrument's performance. The instrument was returned into service upon completion and verification of the repairs.